Event description:
During procedure with an a19 rotablator device, the guide wire was placed without a problem down to the distal left anterior descending. The wire tip buckled up during advancement of rotablator in proximal left anterior descending. No reflow was noted, possible due to spasm. Treated with verapamil, nitroglycerin and ballooning. Following treatment with the rotablator, a stent was deployed and a guide wire tip fracture was noted. No attempt at retrieval was made. Pt was reported in stable condition without significant chest pain or ECG changes.